Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multisystem organ failure and subsequent patient expiration could not be determined through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had multiple system organ failure and the patient and family decided to withdraw care. The pump will not return for analysis. No additional information was provided.